Event description:
While surgeon was suturing mediport in place, surgeon noticed plastic tips broke off while inserting port in place. Plastic tips were retrieved from the chest area. Manufacturer response for mediport, xcela power injectable port (per site reporter): sales representative is going to meet with surgeon. Possible education needed.